Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that one of the a1059 mayfield composite series skull clamp that just got back from repair is too hard to get locked. The skull clamp was passed around to three (3) other nurse managers and none of them could get it past one-third (1/3) the way toward the lock position. Additional information was received on 08may2018 indicating that the lock knob slipped after getting unit back from mayfield repairs. Additional follow-up information was received on 14may2018 and 15may2018 stating that they tried to use it with a patient. The lock knob was slipping, so they set it aside and used a different skull clamp. There was no delay in surgery and the issue was noticed before the procedure began.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The device history record was reviewed and showed no abnormalities related to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The device was not released for evaluation therefore the root cause to the end users experience could not be identified.